Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was lagging and not performing to standard. Cords were checked and a new scissor was opened and it worked fine. No drops or collisions. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue involved limited or imprecise motion of the instrument, specifically a lag in opening and closing the jaws at the console, and the instrument not opening completely. There was no non-intuitive or uncontrollable motion, and no physical damage was believed to be present at the distal end.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed and the complaint was not confirmed by failure analysis. The customer reported that the scissors were lagging and not performing properly during use. The instrument was fully functional, showed no damage, passed all tests, and the reported issue could not be confirmed. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
Refer to h11 for follow-up information.